Event description:
It was reported that during a vena cava filter placement procedure via femoral approach, the pusher-wire allegedly broke away and was stuck with the filter. It was further reported that, attempt was being made to retrieve the same from inferior vena cava, but the same got dislodged from inferior vena cava and landed up in the heart with the flow. Reportedly, cardiologist used a snare to retrieve till femoral vein and the vascular surgeon opened the femoral vein to take out the broken part. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: this is the only complaint reported for the reported lot number to date. A manufacturing review was performed. The lot met all release criteria and the review found nothing to indicate a manufacturing related cause for this event. Investigation summary: one photo and one medical image were provided and reviewed. The photo shows a detached, distal segment of a pusher wire from a femoral denali delivery system. The medical image shows that the pusher wire was entangled within the filter legs. The detached pusher wire segment was returned for evaluation. The pusher wire detached along a tapered portion of the pusher wire. The surface of the detachment appeared rough under microscopic magnification. Therefore, based on the findings, the investigation is confirmed for the reported detachment issue. A definitive root cause for the alleged detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use (IFU) states that: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: detachment of components. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via femoral approach, the pusher-wire allegedly broke away and was stuck with the filter. It was further reported that, attempt was being made to retrieve the same from inferior vena cava, but the same got dislodged from inferior vena cava and landed up in the heart with the flow. Reportedly, cardiologist used a snare to retrieve till femoral vein and the vascular surgeon opened the femoral vein to take out the broken part. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However a photo and an image were provided for review. The investigation of the reported event is currently underway. Expiration date: (expiry date: 07/2025).